Event description:
It was reported to boston scientific corp that a uromax ultra balloon dilatation catheter was used during a ureteral dilatation procedure. It was reported that the pt's age at the time of the event was "(B)(6)". According to the complainant, during the procedure, the balloon failed to inflate. It was concluded that the balloon had either burst or had a leak. Attempts have been unsuccessful to determine if there was any damage to the balloon. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the pt following the event was reported as "stable".

Manufacturer narrative:
(B)(4).